Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior to implant. Boston scientific technical services (ts) then explained what would cause for device to trigger fault code. Moreover, files were sent for analysis. There was no patient involvement.